Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet occluder was successfully implanted in a patient. The occluder was sized using fluoroscopy and intracardiac echocardiography measurements. The patient had a left atrial pressure of 2mmhg and was given 500ml of fluid for procedure. After administering the fluid, he left atrial pressure was not re-checked. The patient did not experience a rhythm change during the procedure. A tension test was performed. A request by the proctor was made to move the occluder more distal and more co-axial but was not met by the implanting physician. There was no difficulty with implanting the device and no re-positioning attempts made. There was no leak detected around the lobe of the occluder during the procedure. The 28mm amplatzer amulet occluder had a normal roman helmet shape at the time of implant. On (B)(6) 2025, a computed tomography scan was performed. On (B)(6) 2025, the scan was reviewed and it was discovered that the occluder had migrated to the mitral side. There was no indication of intervention at the time of report. The patient did not have any clinical signs or symptoms during or after this event. The cause of the 28mm amplatzer amulet occluder migration is unknown. The patient was stable and discharged at the time of report.

Manufacturer narrative:
An event of amulet device migration to mitral side was reported after four months of device implant. Information from field indicated that the occluder was successfully implanted without any difficulty and no re-positioning attempts were made. The device remains implanted and will not return to abbott. A cine review was performed at abbott. Based on the review, fluoro and ice images appeared to show the device shift potentially during the tension test indicating that the device may have already been migrating during the procedure. The images of the device deployed but still attached to the cable appeared to show a proximally placed device and a large mitral shoulder; the lobe appeared to be fully out of the laa, and there was no separation between the lobe and disc. In the tee images the amulet device appears adhered to the pv side of the laa, but it was sticking fully out of the laa on the mitral side. There also appeared to be color flow past the lobe of the amulet device. Based on the information received, the cause of the reported device migration could not be conclusively determined. It is possible that procedural condition (device position too proximal) may have contributed to migration. No intervention was performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.